Event description:
It was reported that the 9900 system had a fast stop error message and a loose power cord. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were re-seated and the power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.